Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon during a procedure performed on an unknown date. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.